Manufacturer narrative:
This report is being filed on an international product, list number 06c36 that has a similar product distributed in the us, list number 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a (B)(6) result while using the architect hbsag assay. The customer indicated the patient is known to be (B)(6) and is currently undergoing treatment. On (B)(6) 2019 the patient was (B)(6). The patient had been (B)(6) in (B)(6) 2018. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a review of population field data, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An analysis utilizing customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list the architect hbsag qualitative assay were reviewed to determine if the median patient values have shifted over time. The analysis concluded that all reagent lots read patient results consistently therefore determined the reagent is performing acceptably. A batch record review did not identify any issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hbsag qualitative assay was identified.